Event description:
Patient in endoscopy for colonoscopy. During procedure, md deployed a boston scientific resolution clip. Clip deployed improperly. One side of the clip bent back not allowing the clip to clip to the patient. Md retrieved clip. No harm to patient. New clip placed.